Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flexibility adjustment function does not work; air/water cylinder has foreign objects; suction cylinder has no color; the grip has a scratch; the switch box has a scratch; the scope cover has a scratch; the up/down knob has corrosion; the scope connector case unit has a crack; the plug unit has corrosion due to water leakage; insulation resistance value at distal end does not meet the standard value due to adhesive peeling on the bending section cover; the bending angle in up direction does not meet the standard value due to wear of the angle wire; the image guide protector has a cut; the air/water tube has foreign objects; the plastic distal end cover has a chip; the light guide lens has a crack; the bending tube is damaged; the adhesive on bending section cover has a crack; the connecting tube has a scratch; and the universal cord has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a defective distal end. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and the air/water cylinder have foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.